Event description:
It was reported that the user experienced hyperglycemia and discovered the ilet pump¿s cartridge had dislodged and the pump was out of insulin, after which a complete supply change was performed for a steel infusion set and insulin delivery was resumed; no alerts or alarms were reported, and blood glucose questions were collected with a plan for a follow-up call to confirm a downward trend. Symptoms included elevated blood glucose. Outcomes included no hospitalization and continued therapy after troubleshooting and education. Investigation included customer service-assisted troubleshooting and patient education regarding supply replacement and pump setup. Investigation of this case revealed an insulin delivery interruption associated with a displaced or empty cartridge and infusion set replacement resolved the issue, consistent with use-related or handling-related interruption of insulin supply rather than a confirmed device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.